Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Laparoscopic roux-en-y. What was the procedure date? (B)(6) 2013. What was the name of the surgeon who used the device? (B)(6). On what tissue type was the device used? At what location on the tissue? Small intestine. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 8th, etc.). Fifth. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Were the colored drivers visible on the cartridge? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. How was the case completed? Opened a new stapler. What is the current status of the patient? Discharged from hospital. Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during an unknown procedure, the device cut through the tissue, but did not staple. This is all the information available.

Manufacturer narrative:
(B)(4). Damaged cartridge. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? What was the procedure date? What was the name of the surgeon who used the device? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Were the colored drivers visible on the cartridge? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? How was the case completed? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure? The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.